Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had developed a lead fracture which resulted in the patient receiving multiple inappropriate therapies. Reprogramming was completed and the patient was prescribed a lifevest until a lead revision can be completed. The lead currently remains implanted. No further patient complications have been reported as a result of this event.